Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -9.0/2.0/090 (sphere/cylinder/axis) was implanted into the patient's left eye (os). Reportedly the lens was repositioned due to rotation and the lens "will not stay in place." "Exchanging due to sizing. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).